Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the pulmonary parenchyma on a lobectomy procedure, the device was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. Surgeon used another device to resolve the issue. No patient injury.